Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a low blood glucose level. The customer stated that the insulin pump was delivering unprogrammed insulin. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the incident was 111 mg/dl. Troubleshooting did not show any delivery anomaly. The insulin pump was not replaced or returned for analysis.